Event description:
On (B)(6) 2011, wife reported the infusion set cannulas are becoming bent and this has resulted in insulin leaking from the infusion set. Patient noticed the infusion cannula was bent when there was wetness around his infusion site and the headset was removed. Infusion sites are located on the abdomen and are rotated every 3 days. Headsets are inserted manually, and patient has difficulty with insertion. The patient was sent replacement infusion sets, an insertion device, and samples of different types of infusion sets. Patient's nurse provided follow-up on (B)(6) 2011 and reported patient was still experiencing difficulty with the infusion sets. This resulted in elevated blood glucose in the 280-289 mg/dl range, and normal blood glucose is 155 mg/dl. When he attempts to insert the headset, the cannula will "crunch up" and not insert into his skin. The infusion sets were requested for evaluation, and the patient switched to manual injections while he waited for product to arrive. Patient met with a clinical trainer on (B)(6) 2011 and was shown how to correctly insert the product. His blood glucose returned to normal after the headset was inserted correctly. The patient did not require treatment from a health care professional or second party to address the issue.